Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Eject the heads - oral-b [device breakage]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush handle ejected the oral-b toothbrush heads while he was brushing his teeth. No injury was reported. 22-jan-2025 follow-up via image: the suspect product was oral-b rechargeable toothbrush handle 3772. No injury was reported.

Manufacturer narrative:
On 01-apr-2025, product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Eject the heads - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via e-mail reported that the oral-b toothbrush handle ejected the oral-b toothbrush heads while he was brushing his teeth. No injury was reported. On 22-jan-2025, follow-up via image: the suspect product was oral-b rechargeable toothbrush handle 3772. No injury was reported. On 17-feb-2025, case update from information initially learned on 22-jan-2025 via images: the suspect product lot was 3db22731120. The concomitant product lot was 4704132-00. No injury was reported. On 01-apr-2025, product investigation results: the suspect product was confirmed to be oral-b power oral care refills trizone eb30. The concomitant product was confirmed to be oral-b rechargeable toothbrush handle 3772. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.